Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a hematoma. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. The device remained in service for approximately seven months and the same device type was used as replacement. No additional adverse patient effects were reported.